Event description:
It was reported that the patient had non-union with gtr integral long plate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable since the device was not manufactured by zimmer biomet. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable since the device was not manufactured by zimmer biomet. The initial report should be voided.